Event description:
During a laparoscopic cholecystectomy the clips were applied to the bile duct which ended up leaking causing biliary peritonitis. The pt was reoperated on. There was biliary peritonitis, the pt had a subsequent laparotomy to remove the clips. The bile duct was tied off with sutures.